Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during installation performed by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) unit failed sw b.17 upgrade. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusion, component code). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the evaluation it was being found that the unit had failed the b.17 sw upgradation during it's installation stage. After that the fse had replaced had troubleshooted the unit and it was being found that the executive pcb has the code f5. As per the service manual executive pcb needs to be replaced. After that the fse had disassembled the unit also removed and replaced the "d670-00-0770"- pcba, exec processor. After the replacement fse had again re-assembled and performed all functional checks and calibrations , the unit had passed all tests and is now ready for the clinical use. Since, the coiled cord cable tie was broken so, that the fse had replaced the "d125-00-0028"- cable tie, 5/16 nylon p-clip. This as well. There was no involvement of the patient.

Event description:
N/a.